Event description:
It was reported that the surgeon lost the bluetooth connection with the foot pedal. As a result, the patient's anterior chamber collapsed and the iris was damaged. Through follow up we learned, that the incident made the surgery more complicated, however the surgery was completed. There was no other permanent damage apart from a frayed iris seam, but it was still possible to insert the intended lens. The patient is doing well.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Device evaluation: a field service engineer (fse) visited site and checked the device. An error 416 (bluetooth connection error) entry was found prior of the beginning of the procedure. The account had unplugged the wires connected to the foot pedal to use the bluetooth mode, leading to the occurrence of the error 416. There was no error 416 during the patient treatment reported in the event log. The foot pedal cable was replaced proactively by the fse and no allegation was made against the food pedal. No further information was provided. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.